Event description:
On 27-mar-2026, a sales representative reported via (B)(4) that the ar-8981bctj-cp implant system broke in half. The system had already undergone drilling, tapping and having the anchor inserted, two threads into the bone the anchor became stripped. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.